Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the images were not displayed due to image guide bundle damage. In addition, the ultrasound image disappeared when the angle was manipulated due to scratches on the ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited no image, the ultrasound images disappeared when the angle was manipulated. There was no patient involvement.